Event description:
Customer reported evice base unit caught on fire with the device itself. Customer stated there was no harm or illness to anyone. Customer indicated it was unknown when device was last cleaned. No treatment. A request was made for return product and replacement product was sent.